Manufacturer narrative:
Review of the pt's ECG strips on (B)(4) 2014, revealed five appropriate shocks during one episode of vt/vf within a single 24-hour period. The arrhythmia did not respond to the defibrillation therapy. The use of response buttons delayed the first shock by 7 minutes. It is unclear if the pt or bystanders precluded treatment by pressing the response buttons. The pt also received 2 non-lifevest shocks, after the 5 lifevest treatments. The pre and post-shock rhythms for the external defibrillation was vf. The arrhythmia did not respond to the defibrillation therapy. The lifevest was shutdown after the external defibrillations. The pt was taken to a hospital after the event and passed away on (B)(6) 2014. Device investigation of the pt's monitor, sn (B)(4), revealed an open r781 driven ground resistor on the monitor's pca board. The root cause for the open resistor was caused by the external defibrillation. There is no indication that the open resistor caused or contributed to the pt death. Device was fully functional and able to detect and treat the pt prior to the external defibrillations. The pt did not require a replacement monitor.

Event description:
A (B)(6) year old male pt's wife contacted zoll customer support to report that the pt had a cardiac event and was taken to the hospital on (B)(6) 2014. The pt passed away in the hospital on (B)(6) 2014.